Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s post-operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 23-oct-2020 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 25-oct-2020 for procedure on (B)(6) 2020 on system sk2419. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed on 25-oct-2020 for procedure on (B)(6) on system sk2419. The vessel sealer extend instrument pn: 480422-1 // ln: l90200405-0027 // sn: (B)(4) cited by the surgeon as being in use during this procedure is a single-use instrument. Logs reflect that the instrument was used during the procedure with no related instrument issues. Advanced technical review was completed on 29-oct-2020 for review of system and instrument logs related to energy and related to the vessel sealer extend (vse) instrument and results were as follows: there were no observed logged events that indicate an insufficient seal or sealing malfunction. There was no record of any errors or obvious troubleshooting events. There were 53 seals, 39 cuts, and 2 homing sequences. Based on the information provided at this time, this complaint is reportable due to the following: it was reported that after successful completion of a da vinci-assisted right colectomy procedure, as the patient was being extubated, there was post-operative blood loss requiring administration of nine to ten units of blood. A second, open, procedure was performed to control the ileocolic artery bleeding with sutures. Approximately nine units of blood were administered to the patient. The patient¿s status was reported as good; they were recovering at home. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. The vessel sealer instrument allegedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. However, at this time, the root cause of the reported issue is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Field h7 is not applicable.

Event description:
It was initially reported that after a da vinci-assisted right colectomy procedure that was performed on (B)(6) 2020, the patient was found to have internal bleeding post-operatively. On 23-oct-2020, the clinical sales associate (csa) called an isi representative to report the issue. The csa said that a vessel was removed during the da vinci procedure and the procedure ¿went perfect¿ and completed as planned robotically. However, after the procedure, the patients¿ pulse went to 0 and underwent an emergent second non-robotic procedure. Bleeding was identified from a previously divided vessel. As a result, the patient was transfused a total of nine units of blood. The patient¿s condition was reported as ¿stable¿. The patient has ¿since recovered and is now currently home¿. On 23-oct-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted right colectomy procedure on (B)(6) 2020, the surgeon stated that everything went well and that, ¿all the tones were normal, there was no bleeding during the case, and all the vessels looked good¿. The surgeon said that the system and all instruments worked as expected and proper audible tones and visible tissue effect were achieved. The procedure completed robotically with no patient injury. Just after the procedure, as the patient was being extubated, the patients¿ pulse dropped to 0 and cardiopulmonary resuscitation was administered. The surgeon immediately performed an exploratory open surgery and found that the superior mesenteric artery (sma) vessel, that the surgeon had sealed and transected with a vessel sealer (vs) during the da vinci-assisted procedure, was bleeding. It was unknown how the surgeon controlled the bleeding and the amount of blood loss was unknown. It was confirmed that nine units of blood were administered to the patient. On 28-oct-2020, isi obtained the following additional information from the surgeon regarding the reported event: after successful completion of a da vinci-assisted right colectomy procedure, as the patient was being extubated, there was post-operative bleeding and a second, open, procedure was performed to control the bleeding. The indication for the initial procedure was polyp removal. He was working with the ileocolic artery using a vessel sealer extend (vse) instrument where he sealed the artery that was under 7mm; the surgeon, ¿moved up a little and sealed again, moved up a little and sealed again¿. The surgeon ¿retracted back and saw no issues, there was normal blood loss of about 25 ccs¿. There was no ¿visible heavy vessel calcification or anything unusual¿. All system tones were ¿normal¿ and tissue effect was visible throughout the procedure when expected. There was no report of abnormal blood loss during the procedure. The procedure completed without incident, no intra-operative complications, and no patient injury. The patient was undocked from the da vinci surgical system, was transferred to a stretcher, and was extubated. As the endotracheal tube was removed, the patient became incoherent, hypotensive, and pulse rate went to zero. Cardiopulmonary resuscitation (CPR) was administered and the patient was successfully resuscitated. It was unclear if there was, ¿some sort of cardiac event¿ so the surgeon opted not to perform an immediate open surgery at that time. Rather, the patient went to the intensive care unit (ICU) where labs, observation, and an ultrasound were completed. The patient presented symptoms of hemorrhagic shock in the ICU and a second, open, procedure was performed to control abdominal bleeding from the ileocolic artery. The vessel was sutured and bleeding was controlled. The surgeon said that the patient received, ¿at least 5 units of blood initially then another 4 units during the second surgery. There was, ¿about 3-4 liters of blood in the peritoneal cavity and total estimated blood loss was about nine or ten units total¿. The open procedure completed with no complications. The patient¿s status was good; recovering at home.